Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient presented for hip revision of an accolade stem, head was revised with a sleeve cat # 17-0000e and ceramic c-taper head.

Manufacturer narrative:
An event regarding abnormal ion levels involving a metal head was reported. The event was not confirmed.

Event description:
Patient presented for hip revision of an accolade stem, head was revised with a sleeve, cat # 17-0000e and ceramic c-taper head. Update (B)(6) 2018: patient had elevated metal ion levels. Update 02 feb 2018: a review a by a clinical consultant did not confirm elevated metal ion levels but did confirm osteolysis around an unknown trident shell and an unknown accolade stem.